Manufacturer narrative:
(B)(4). Manufactured september 20, 2015 ¿ september 22, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was underinfusing solution. The reporter stated that only 11g of the drug was infused over a period of 6 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.